Event description:
It was reported that during preparation for a stenting treatment procedure the package of the device was already open. When the physician went to open the package of the 2.75x38mm taxus liberte long stent, the outer foil pouch and inner pouch were already open. The device was not used and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient is okay.

Event description:
It was reported that during preparation for a stenting treatment procedure the package of the device was already open. When the physician went to open the package of the 2.75x38mm taxus liberte long stent, the outer foil pouch and inner pouch were already open. The device was not used and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient is okay.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a taxus liberte over the wire (otw) stent delivery system (sds) inside the carrier tube with the inner pouch. It was determined that the returned inner pouch's supplier seal was intact and the manufacturing heated seal was present but had been opened to remove device. The manifold on the device had the same information as the packaging labels. The returned product was consistent with the reported event but there was no evidence of any material or manufacturing deficiencies that could have contributed to the reported difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4)